Event description:
It was reported that during a clinic visit, the patient's pacing was "not good". An x-ray was performed and a lead fracture was found. The lead was also noted to be dislodged. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.